Manufacturer narrative:
(B)(6). A medtronic representative reported an update from the biomed staff at the site. They ran some tests with the imaging and navigation systems and could not duplicate the issue. As there was no issue found, the site declined further medtronic service and testing of the equipment. There were no further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the navigation camera was unable to see the imaging system tracker. The camera was able to see the spine reference frame and all other optical instruments. The rep stated that the imaging system and the navigation system had a green line of communication. The imaging system did not have the ior feature enabled. The surgery was delayed 40 minutes. The surgeon decided to discontinue navigation and imaging for the procedure. The surgeon completed the procedure with the use of a c-arm and there was no reported impact to the outcome of the patient.